Event description:
Customer reports an issue with passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep calibrated co2 module and safety tested unit to factory specifications.